Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was taken by paramedics to the hospital due to hypoglycemia. It was reported that the customer's blood glucose reading was lower than 20 mg/dl. The customer stated that he is a brittle diabetic and has frequent hypoglycemic episodes. The customer also stated that he is taking heart medications and cannot feel his blood glucose is low. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during the priming. The customer stated that he bolused late for lunch, which caused his blood glucose to drop low. At the time of the report, the customer checked his blood glucose with multiple meters and received vastly different readings. Nothing further was reported.